Manufacturer narrative:
Correction to initial MDR in block: e3, h4 and h6. Analysis of the returned tcn-15 lot r334 revealed that the shaft of the electrode was found to be completely separated from the hub. The separated shaft was likely due to unintended excessive external mechanical force.

Event description:
It was reported that the electrode was broken at the hub.

Event description:
It was reported that the electrode was broken at the hub.